Manufacturer narrative:
A ge rep evaluated the sys and replaced the vertical column lift power supply. Sys operates as intended.

Event description:
Customer reported the column wouldn't move. No pt injury was reported.